Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycaemia. The customer's blood glucose level was 500 mg/dl and was 345 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the reservoir¿s black o ring was missed and the reservoir was not able to lock in place. The customer stated that the part to place back on the insulin pump was missed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08750 inches.the stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device powered up properly after the test battery was installed. Device was monitored for 1 day. No blank display noted. The test p-cap and reservoir locks properly in place in the reservoir compartment. No missing or broken off piece noted on the pump case, in the battery compartment or in the reservoir compartment. No missing reservoir tube o-ring noted. Device had a small crack on the reservoir tube lip. Minor/deep scratched display window, a small crack on the display window, cracked case at display window corner, cracked belt clip slot and scratched reservoir tube window.